Event description:
It was reported that the implant was removed due to allergic reaction. Pain is reported as a symptom. Tooth site # 21.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown. Additional 510(k) number is k013227.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
The product was returned. The reported event could not be verified as the exact details of event and patient conditions were unknown. Based on the evaluation, device malfunction has not occurred. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All sterilization activities were conducted with no nonconformities per sterilization records. Complaint history review was performed for the lot for similar events and no other complaints about nonconforming events were identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.